Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a field safety corrective action on 06/04/2010, to address this problem. No patient deaths or injuries have been reported as a result of this condition.

Event description:
It was reported that this monitor discharged a patient and the user was then unable to get the keypad to respond in order to get the monitor out of the discharge state. There was no patient injury reported. (B)(4).